Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer called again to report that the room alarms were silenced and actions taken prior did not resolve the issue. The device was not in use on a patient.